Manufacturer narrative:
(B) (4): installation of a known good battery charger (charge pak) did not resolve the reported problem. Follow up with the reporter confirmed that the device was removed from service and the customer opted not to purchase a replacement defibrillator. The removed device has not been returned to physio-control for evaluation. Therefore, further investigation could not be performed to determine the cause of the reported failure.

Event description:
It was reported that the device would not power on. There was no patient use associated with the event.